Event description:
Gastric sleeve - "the surgeon used a circle hepatic retractor, making the strength in order to retract the liver during the whole procedure, and at the end of if, the surgeon took out of the trocar the retractor and realized that the trocar was broken and that the trocar was in two parts, joined by a thread." Pt status: "ok."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtained add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.